Event description:
The customer reported the 2800 system images were getting mixed up and the system would not completely boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer and the hard drive were replaced. The system was tested and operates as intended.